Manufacturer narrative:
A complaint history record review was performed and found no duplicate events related to this product and/or patient.

Event description:
It was reported that the patient had exposed wire on their modular cable.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of damage to the modular cable was unable to be confirmed. The modular cable (lot number: 7843156) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). There were no notable alarms active in the log file that indicated any damage to the exposed wires. Pump operation was not affected. The extent of the damage was unable to be determined. Multiple good faith effort attempts were made asking if products were exchanged and if any products were returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU, rev. C, and patient handbook, rev. D, are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 7843156) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.